Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction occurred due to the device not being on the communication bus. A field service engineer stated that when the drawers were opened, the green position bar was not showing. The field service engineer pressed down on all row board connections and then rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue with the device not being on the communication bus. The customer reported that the machine located in the or room had a whole drawer not on the communication bus. The nurses reported that the machine dropped the transaction while they were in the middle of working and reverted back to the home menu screen. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.